Event description:
It was reported that the patient presented in clinic when the device was found to be in backup vvi mode over merlin.net transmission. Device download was performed successfully. The patient is fine and will be followed normally.